Event description:
The patient reported that things weren't going very well with her implant. This started when she went back to work on (B)(6). The mornings were ok but the afternoons were getting worse. Regarding if the onset was sudden or gradual, the patient noted it was sudden. The patient noted their therapy was not working as expected. Her symptoms had returned. The patient noted programmer training was ineffective because patient was still under the effects of anesthesia. The manufacturer's representative showed her how to use the device right before she went into surgery. He only spent about 5 mins showing her how to use the patient programmer. The manufacturer's representative noted that the patient was in the care of her physician and he was handling her symptoms and expectations. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0fuda, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).